Manufacturer narrative:
Product analysis (B)(4). Product ID# 97715 the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the caller reported that the patient (pt) had been in "debilitating pain" and the therapy wasn't helping with the pain. Caller added that the therapy was a little less effective the last couple of week and yesterday the therapy completely did not help and it's the same pain as before they had the implant. Additional information was received from the patient. It was reported that caller added patient is bedridden with pain and can barely walk 10 steps to the bathroom and back. Caller stated the patient can't sit and is barely comfortable lying flat. They do not know if the patient can make the 30 minute drive without their body crashing from the pain they are in. Caller noted they may have to call an ambulance. Patient confirmed their therapy was on and in group a and stated they increased the intensity to 4 or 4.5 and can feel the tingling but no pain relief. Agent reviewed information and provided nas number. Agent redirected to hcp and emailed the field. Additional information was received, it was reported the patient suspected the cause of the event was a change/increase in activity. The patient had recently gone camping which involved bending/walking more than usual. The patient had an on-site appointment in which it was decided their muscle had clinched and needed help relaxing. The patient was prescribed muscle relaxer which did not help and had a bad side effect. The patient also had a trigger point injection. The patient may possibly fuse their si joint if injections were not effective. The patient was also prescribed a steroid and they were unsure if it had helped. Patient mentioned they get zapped at night due to the way the patient laid. The patient therefore, shut off their device at bedtime.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that a new implantable neurostimulator (ins) was put in on (B)(6)22nd. The patient is still adjusting and learning the new device.